Event description:
It was initially reported that the pt has been having an increase in seizures since his output current has been increased to 2.0ma. No further details have been provided on the issue. It is unclear of the relationship of the increase in seizures to pre-vns baseline levels. Good faith attempts add'l info are currently in progress.